Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler and the patient¿s hospitalization for peritonitis. However, there is no allegation nor any objective evidence that a liberty select cycler malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture yielded growth of staphylococcus lugdunesis which is an organism that is normally found on human skin and often in the perineal area. The pd nurse reported the patient had concomitant urinary tract infection. Therefore, based on the available information, the patient¿s peritonitis is likely to be associated with concomitant urinary tract infection, as reported by the pd nurse. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A patient on peritoneal dialysis (pd) therapy reported they had an upset stomach and went to the hospital. There were no recorded allegations that a fresenius device or product issue caused or contributed to the hospitalization event. Upon further follow-up with two pd nurses, it was reported that the patient was hospitalized on (B)(6) 2020 due to symptoms of abdominal pain. During the hospitalization, the patient was diagnosed with urinary tract infection and peritonitis. It was reported the patient¿s pd culture yielded growth of staphylococcus lugdunesis. Reportedly, the patient was treated with unknown antibiotics and continued pd therapy while hospitalized. Subsequently, on (B)(6) 2020, the patient was discharged home on oral antibiotic therapy with keflex 250 mg. The patient is reportedly recovering and continues pd treatment on the cycler without any issues. The pd nurses stated the peritonitis was not related to any issues with fresenius device, or product. While the exact cause was not reported, it was suggested the patient¿s concomitant urinary tract infection was associated with the peritonitis event.